Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/27/2015. The fse found that the pressure tubing at the differential mixing chamber was disconnected from the fitting. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a bloody leak from the differential mixing chamber of the unicel dxh 800 cellular analysis system. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.